Manufacturer narrative:
Updated sections: b1, b2, g3, g6, h1, h2, h6, h11. Additional information: the system initially powered on without issue. However, a recoverable error occurred and continued to recur. As a result, the procedure was converted to traditional laparoscopic surgery, requiring larger port incisions and placement of additional ports.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: intuitive surgical inc. (Isi) received the master tool manipulator (mtm) #2 for failure analysis evaluation. The issue was confirmed in the system logs and was successfully replicated on an surgeon side console fixture test platform (sftp) system. No visual defects related to the reported issue were identified during inspection. Functional testing on the sftp resulted in failure on axis 6. A swap was performed on the gimbal.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the issue and replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a component failure, which was resolved by replacing the mtm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the client contacted the field service engineer (fse) and reported that the system is experiencing error code 23013, and even after recovery, the error persists. The fse instructed the customer to perform an emergency power off (epo) and move the master tool manipulator left (mtml) with the system turned off, but when the system was turned back on, the fault was still present. It was necessary to convert the procedure to video laparoscopy; the system is currently down awaiting repair. The patient did not suffer any injuries. The procedure was converted to laparoscopic surgery with no reported injury.